Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (bmt) at a user facility reported a fresenius 2008t hemodialysis (hd) machine had a burning smell and a burned actuator-test board. The bmt reported there was no smoke, spark, or flame observed. The burned actuator-test board was noticed during preventative maintenance and replacement of an acid pump. No visible damage was noted with the acid pump. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 30,000 hours and the actuator-test board was the original fresenius part on the machine. Per bmt the actuator-test board was replaced. The bmt reported the unit was returned to service at the user facility without reoccurrence of the event. The bmt reported that the actuator-test board component was available to be returned to the manufacturer for physical evaluation.

Event description:
A biomedical technician (bmt) at a user facility reported a fresenius 2008t hemodialysis (hd) machine had a burning smell and a burned actuator-test board. The bmt reported there was no smoke, spark, or flame observed. The burned actuator-test board was noticed during preventative maintenance and replacement of an acid pump. No visible damage was noted with the acid pump. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 30,000 hours and the actuator-test board was the original fresenius part on the machine. Per bmt the actuator-test board was replaced. The bmt reported the unit was returned to service at the user facility without reoccurrence of the event. The bmt reported that the actuator-test board component was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the device and component were not returned to the manufacturer to date, and a physical evaluation could not be performed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a product history review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The reported event could not be confirmed.

Manufacturer narrative:
Additional information: h6 component code.

Event description:
A biomedical technician (bmt) at a user facility reported a fresenius 2008t hemodialysis (hd) machine had a burning smell and a burned actuator-test board. The bmt reported there was no smoke, spark, or flame observed. The burned actuator-test board was noticed during preventative maintenance and replacement of an acid pump. No visible damage was noted with the acid pump. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 30,000 hours and the actuator-test board was the original fresenius part on the machine. Per bmt the actuator-test board was replaced. The bmt reported the unit was returned to service at the user facility without reoccurrence of the event. The bmt reported that the actuator-test board component was available to be returned to the manufacturer for physical evaluation.